Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: product type lead device code (B)(4) and eval code-conclusion 92 no longer apply to ins 97714 restore sensor MRI (serial (B)(4)). Device code (B)(4) applies to leads (serial#(B)(4)) and (serial (B)(4)) only. Eval code-conclusion 92 apply to leads (serial (B)(4)) and (serial# (B)(4)) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. Hcp said the patient's device and lead issues were noticed 1 to 2 months ago. The hcp clarified the patient's lead issue and defective device issue as an electrode issue. The cause of the patient's device being defective and having a lead issue was there were high impedances observed on several leads. The actions/interventions taken to resolve the patient's device being defective and having a lead issue will be the electrodes are going (planned) to be replaced. The patient's device being defective and having a lead issue have not been resolved. The devices have not been explanted as a result of this event yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient was scheduled for a replacement in (B)(6). No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller was told by the patient that their device is defective and that there was a lead issue with her system. The patient plans to get her ins changed out in a couple of months. The caller didn't any further details about the lead issue or the patient's statement about the device being defective. No further complications were reported. No patient symptoms were reported.